Event description:
It was reported that the distal end of the device broke off in the central vasculature. The broken piece was retrieved using a microsnare. The patient was reported to be "stable".

Event description:
It was reported that the distal end of the device broke off in the central vasculature. The broken piece was retrieved using a microsnare. The patient was reported to be "stable".

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual inspection under microscopy found that the polytetrafluoroethylene (ptfe) coating was slightly peeled up from the stainless steel core wire at the proximal section between 24.0cm and 46cm. The torque device brass collett markings appeared to be on the guidewire, indicating the torque device had been dragged along the body of the wire where the coating had been peeled off. This damage was most probably due to the insufficient tightening of the torque device. The labeling states: "securely fasten the torque device onto the wire to prevent slippage of the torque device and to avoid product damage (i.e., core wire abrasion/peeling of ptfe, etc.)." Therefore, it was determined that user error contributed to the peeling found on the proximal end of the guidewire. Visual inspection noted that the core wire and nitinol tubing were separated at 10.2cm from its distal end. The core wire was bent at the separation side and the guidewire was kinked at 6.0cm from its distal end. It appeared, the device was over torqued in the bent configuration and then separated. Scanning electron microscopy (sem) analysis of the core wire and nitinol tubing fracture sites confirmed that the core wire failed due to torsional stress and that the nitinol fractures appear to have large regions of ductile fracture indicating likely ductile overload. The core wire appeared to have been compressed on its sides. The observed core wire and nitinol tubing fractures were most likely caused by excessive force applied to the device during advancement or intensive repetitive torquing. Therefore, based on the investigation findings and information provided, a root cause of operational context has been assigned to the guidewire break. (B)(4).